Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asevf099 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via voicemail" customer was reporting an issue with a safestep huber needle." No other information was provided at that time. Additional information received 04/28/2021: patient¿s mother described the needle set breaking at the spot where the needle transitions into plastic tubing. Was there patient harm reported?: no, needle was changed right away. Tubing used to administer the medications has a 0.2mcn filter.